Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging the one touch ultralink meter would not power on. The patient reported no symptoms of high or low blood glucose levels, and also did not report seeking any medical attention. The reported meter was not available during the troubleshooting telephone call, so no information was available as to the battery, battery contacts, test strips or testing technique. The patient did not suffer any injury due to the reported meter. The patient did not report any symptoms or medical attention. However, as the reported power issue was unresolved, this complaint is being reported.